Event description:
It was reported that, "the patient collapsed the medial plateau during exercise. The doctor proceeded to removed all components except patella and implant ts femur, stem (100mm) and tibial with cone and stem ext (100mm). Original surgery performed elsewhere, no records. No other information per hospital protocol.

Manufacturer narrative:
An evaluation of the revised devices cannot be performed as the devices were retained by the patient and were not returned to the manufacturer. Additional information (including x-rays and medical records) is not available to the manufacturer due to hospital policy. Based on the information provided, the root cause of the reported "revision surgery" is due to "excessive activity" experienced by the patient. A review of DHR could not be completed as no lot codes were provided for evaluation. The current version of packaging insert states that surgeons must advise patients of both the limitations of the reconstruction and the need for protection of the implant from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the joint replacement have been implicated in failure of the reconstruction by loosening, fracture and/or wear of the prosthetic implants. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult.